Event description:
Reporter alleged blood glucose measured 164, "lo", and 40 mg/dl back to back when all tests were performed one immediately after the other. It was stated no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.